Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's controller was exchanged on (B)(6) 2023 due to a worn down power lead with wires exposed.

Manufacturer narrative:
E1: reporter email not available manufacturer's investigation conclusion: the reported event of a controller exchange due to damaged power leads on the system controller was not confirmed. There was no photos or log files submitted for review. System controller, serial (B)(6), was not returned for analysis. The provided information indicated that the system controller had some damage to the power leads resulting in exposed wires. According to the account, this was normal wear and tear. The extent of the damage is unknown. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.